Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, customer had manual injections available for alternate insulin therapy.